Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, testing with a retained reagent kit, evaluation of clinical sensitivity, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot(s) regarding false non-reactive results. The tracking and trending report did not identify any trends. The performance of the likely cause lot(s) was investigated and did not identify any non-conformances or deviations. A retained kit of reagent lots 92632li00 and 94286li00 were tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lots are negatively impacted. The reagent kits showed normal performance without false non-reactive results. Clinical sensitivity of the lots was evaluated and determined that the sensitivity performance of the complaint lots is not adversely affected. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. This evaluation is also being submitted in manufacturer report number 3002809144-2019-00302, for a second likely cause.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 08l44-25 that has a similar product distributed in the us, list number 6l22. This issue is also being reported under MDR number 3002809144-2019-00302, for a second suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) anti-hbc results for a patient, when processing on the architect i2000sr with two different reagent lots. The customer reported two samples were tested for a patient, in (B)(6) (sid (B)(6)) and (B)(6) (sid (B)(6)) of 2019 and both results were (B)(6). Previous results from (B)(6) 2017 for the patient were: anti-hbc result of (B)(6) and hbv dna was (B)(6). Additional test results provided were: anti-hbe (B)(6), anti-hbs (B)(6), hbcab-igm (B)(6), hbeag (B)(6), and hbsag (B)(6). No impact to patient management was reported.